Event description:
It was reported after advancing the brk needle, a hole was noted near the tip of the introducer sheath. Resistance was noted advancing the brk needle. Another device from the same reorder, different lot was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of device analysis, if there is any further relevant info, a supplemental medwatch report will be filed.